Event description:
The complainant alleged that while attempting to defibrillate a pt, age and gender unknown, the device would not charge. The complainant was able to obtain another device, type and model unknown, to continue to deliver therapy to the pt. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.